Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an x-ray confirmed that this lead had dislodged and was successfully repositioned. There were no further clinical observations reported as a result of the dislodgement. No adverse patient effects were reported.